Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.